Event description:
The pt reported multiple reboots without user intervention. During review, she reported that she did not see the yellow o-ring at battery compartment but she was able to further tighten the battery cap. The pt reported that the battery cap tightened to resistance. She denied cracks in the battery compartment and the threads appeared intact; the battery cap looked intact. The pt reported blood glucose elevation to 363mg/dl after the pump shut off yesterday; she denied symptoms of hyperglycemia. She said she delivered a correction bolus with the pump and blood glucose resolved to 180mg/dl.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.